Manufacturer narrative:
(B)(4). The subject rt265 infant ventilator circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt265 infant ventilator circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name corrected. Section h11: method: the subject rt265 infant ventilator circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned breathing circuit. Leak testing confirmed that the breathing circuit was within specification. Conclusion: we are unable to determine what may have caused the reported failed ventilator leak test, as there was no fault found with the returned device. All rt265 infant ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant ventilator circuit show in pictorial format the correct set-up of the circuit and also state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt265 infant ventilator circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d4: UDI details updated. Section g3: date corrected. Section h11: method: the subject rt265 infant ventilator circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned breathing circuit. Leak testing confirmed that the breathing circuit was within specification. Conclusion: we are unable to determine what may have caused the reported failed ventilator leak test, as there was no fault found with the returned device. All rt265 infant ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant ventilator circuit show in pictorial format the correct set-up of the circuit and also state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt265 infant ventilator circuit failed the ventilator leak test prior to patient use. There was no patient involvement.